Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2010, the patient experienced low grade fever without evidence of erythema or exudate. Upon palpation, a seroma was noted. On (B)(6) 2010, a fluid accumulation/seroma was noted at the pump site. On (B)(6) 2010, 40cc of serosanguineous fluid was aspirated from the area of the anterior pump site seroma. The pump drug morphine was increased. An abnormal binder was used. On (B)(6) 2010 the pump site was tender with apparent soft tissue swelling and fluid accumulation, no signs of infection such as redness or exudate. On (B)(6) 2010, an aspiration of 45cc serosanguineous fluid was performed. A lidoderm patch was placed over the pump site. Clindamycin was prescribed. As of (B)(6) 2011, the pump contained dilaudid. On (B)(6) 2010, the patient experienced increasing tenderness and pain at the pump site. On (B)(6) 2010, the pump was protruding through the skin and causing redness and skin irritation. A pump pocket revision was performed (B)(6) 2011. Three days post pump pocket revision, the patient experienced a fever of 101 degrees. On (B)(6) 2011 a seroma was drained of 40cc serosanguineous fluid. On (B)(6) 2011, the pump was explanted. Following explant, patient outcome was not reported.